Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an error message was displayed and the device could not be interrogated. Technical support was contacted and recommended reprogramming, which was performed in order to resolve the event. The patient's condition was stable and there were no adverse consequences.